Event description:
The reporter stated that the surgeon was inserting a one piece silicone lens model aa4204vl, and the lens tore coming out of the injector. No pt injury.

Manufacturer narrative:
Eval results: (other) a visual inspection of the returned prod shows the lens has one plate haptic torn off into the optic and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.